Manufacturer narrative:
Follow-up received on 15-apr-2016 - quality-safety evaluation of ptc: (B)(4). A hysterosalpingogram (h sg) is an x-ray test that looks at the inside of the uterus and fallopian tubes and the area around them. During an hsg, a dye (contrast material) is put through a thin tube that is put through the vagina and into the uterus. For essure, a modified hsg is performed using a slow-fill of contrast. The essure confirmation test (modified hsg) is performed three months post-placement to evaluate insert location and fallopian tube occlusion. Hsg films should be reviewed and interpreted by a trained medical professional, such as a physician or radiologist. In many hsg images, only the radiopaque markers located on the micro-insert are visible. In some cases, the micro-insert can be stretched by muscular contractions of the fallopian tube. When viewed on an hsg image, this may contribute to the perception that the device is broken since the distance between radiopaque markers is longer than anticipated; however, the device is not actually broken. Since the remaining parts of the device are not visible, hsg images can be misinterpreted as being broken or fragmented. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and on hysterosalpingogram the right coil appears to be in pelvic area (interpreted as device dislocation) and looks like the right coil is broken (interpreted as device breakage). Device dislocation is a serious event due to medical significance and listed in the reference safety information for essure. Device breakage is non-serious and unlisted. According to product technical complaint analysis, this breakage was an anticipated event. In the present case the exact date and mechanism of the events were not reported. Physician mentioned that on hysterosalpingogram it looked like the right coil was broken and it appeared to be in the pelvic area. Given the nature of these events causality with essure cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Despite follow up attempts, no further information was obtained.

Event description:
Other reportable incident. Malfunction (device breakage). This is a spontaneous case report received from a physician in united states on 18-dec-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date, for permanent sterilization. Physician reported that the insertion procedure was done by another doctor. The patient came to the office and he was looking at her hsg (hysterosalpingogram) and her right tube is patent and it looks like the right coil is broken. The right coil appears to be in her pelvic area. Patients left tube appears to be in place. Essure was not removed. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and on hysterosalpingogram the right coil appears to be in pelvic area (interpreted as device dislocation) and looks like the right coil is broken (interpreted as device breakage). Device dislocation is a serious event due to medical significance and listed in the reference safety information for essure. Device breakage is non-serious and unlisted. In the present case the exact date and mechanism of the events were not reported. Physician mentioned that on hysterosalpingogram it looked like the right coil was broken and it appeared to be in the pelvic area. Given the nature of these events causality with essure cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.